Event description:
It was reported that the ilet displayed a persistent alert 32 restart notification and the patient could not clear it despite restarting, consistent with a motor processor communication issue aligned with a failure to infuse, and the affected component was the circuit board. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed signal loss associated with a failure to infuse traced to a circuit board issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.